Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the backlight of the epg was not functioning. It was noted that the capacitor c277 was damaged on main printed circuit board. The hanger assembly was broken and the battery drawer was sticking. The keypad was scratched. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the backlight on an external pulse generator (epg) is not functioning. The device is outside of its warranty period and is expected to be returned. There were no recorded patient complications.